Manufacturer narrative:
Approximate age of device ¿ 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to an outside facility with low flow alarms. It was reported that during ems transport pump stoppages were observed. Technical services reviewed the submitted log files, and the pump stoppages were confirmed. X-rays were unremarkable. A review of log files by the manufacturer's technical service representative showed an increase in power and a trajectory that may be linked to the presence of thrombus. On (B)(6) 2018 the pump was explanted. On (B)(6) 2018, it was reported that the patient is doing well on guideline-directed medical therapy (gdmt). No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed and a correlation between the device and the reported events could not be conclusively determined, as the device was not returned for evaluation. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.